Event description:
Customer reports while using a multistix 10sg strip for testing a bloody urine sample; the results were transmitted over rawls as a multistix pro 10 ls strip. No injury reported with event.

Manufacturer narrative:
The testing results were displayed as a ms10sg pro 10ls result. Results were sent to rawls which then were flagged because of unexpected result (p.c. Ratio). Some sample remained on the ID band of the test strip causing the reflectance values to fall within the limits for ms pro 10ls and not the ms10 sg. Customer was advised to pay more attention to dipping technique and ensure that excess sample is removed from the ID band. There was no impact to pt care.